Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a frenectomy procedure on (B)(6) 2017 and the suture was used in the superficial oral mucosa in simple interrupted closure. Following the procedure, the patient returned on (B)(6) 2017 to have the suture removed as the suture had not dissolved as expected at four weeks post-op. The tissue was found to be well healed and the suture was removed in the office. The patient is currently doing well. Additional information has been requested.